Event description:
It was reported that during a coronary stent procedure, the delivery/stent device became stuck in the lesion. The physician was attempting to stent a distal lesion in a tortuous circumflex lesion. The physician experienced removal difficulties and elected to remove the entire system including the guide catheter. Patient status is lised as "okay".